Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 6.5 cm to 6.7 cm from the proximal end. The abrasion was consistent with constant friction with another implantable device. This likely contributed to the reported anomalies.